Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15mmx3.50mm wolverine coronary cutting balloon was used for treatment. During the procedure, at the first inflation, it was noted that the balloon ruptured at 4atm. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and the patient was good post procedure.